Event description:
Air bubble detector malfunction on heart lung machine. The reset had been cleared and the unit appeared as if the air detector was ready to engage, it would not upon initialization of the air detector shortly after going on bypass, the alarm stopped the pump. The alarm was turned off and reset. Appropriate lights indicated that the unit was off and ready to engage. The alarm continued to sound intermittently, even though flow had been reestablished.no advers patient outcome noted on this case.